Event description:
Reportedly, a 25mm valve was explanted after an implant duration of approximately 3 years and 10 months (46.83 months) due to aortic stenosis (as). The customer reported that a 25mm perimount valve was implanted for a bentall surgery to correct aortic regurgitation (ar) on (B)(6) 2009. On (B)(6) 2013, the valve was explanted and replaced with a 23mm aortic valve. At explant, pannus was observed and it appeared to encroach onto the leaflets. Pannus appeared to cause bioprosthetic valve incompetence and led to explant in early stage. The patient status was reported as recovered at (B)(6) 2013. The customer commented that this explant was not expected but it was not device related. The device will not be provided because it was discarded at the hospital. Echo report will not be provided.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation because it was discarded by the hospital. The patient status was reported as recovered at (B)(6) 2013. The customer commented that this explant was not expected but it was not device related. Echo report will not be provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Explant of a valve after substantial implant duration is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), regurgitation, dehiscence, fibrosis or non-calcific degeneration. In this case, the surgeon provided that pannus was observed and it appeared to encroach onto the leaflets. Pannus appeared to cause bioprosthetic valve incompetence and led to explant of the device due to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.